Event description:
It was reported the patient had turned their implantable neurostimulator (ins) off on (B)(6) for a surgery. It was reported the patient had fallen last friday when she tripped over her own feet and fell forward onto her knees. It was reported the patient turned their stimulation back on friday and wanted to check her battery level today. It was reported the patient had noticed there was no stimulation today. It was reported the last time the patient charges was "not long ago before friday, right before surgery maybe". It was noted the patient could not recall when she had recharged. It was reported the patient was not able to adjust her stimulation and saw on the display a "call your doctor" icon and a por.

Event description:
Additional information received reported that the patient received assistance from a manufacturer representative and their concerns were resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).